Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. Customer¿s blood glucose level was 268 mg/dl.